Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Action taken with dianeal and extraneal therapies were unknown. It was unknown if the patient was hospitalized. The cause of the peritonitis and treatment rendered was not reported. The patient outcome is unknown.